Event description:
In early 2009, the pt was implanted with seven gore excluder aaa endoprostheses to emergently treat a leaking aortic dissection, a large abdominal aortic aneurysm, rupturing bilateral iliac aneurysms, and a vena cava fistula. The physician did not have enough devices to extend the graft distally, so a second procedure was planned. The following month, a reintervention occurred. The hypogastric arteries were coil embolized, and two additional contralateral leg components were implanted to treat type-1 endoleaks. The pt tolerated the procedure. No complications have been reported.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Further investigation is in process. Additional devices related to this event.